Event description:
It was reported that the ventilator while in use on a patient the air flow delivery was getting warm to hot. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and reported that the unit cycled normal without alarming. The customer noted error code blower temperature high in the ventilator diagnostic logs. The customer reported that the air inlet filter was clean and cooling fan was spinning. The customer was not able to duplicate the reported issue. The customer was advised to perform extended tests and replace the blower as a precaution. Upon a follow-up, the customer reported that the unit ran for 24 hours with no issue and was unable to duplicate the reported issue. No repair was needed. The unit was return to use. No patient information provided although requested.